Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Analysis could not confirm lead dislodgement as no characteristics were identified that would have caused or contributed to the reported observation.

Event description:
It was reported that the patient implanted with this right atrial (ra) lead presented to the hospital complaining of fatigue. An x-ray was performed that confirmed the lead had dislodged. A revision procedure was performed wherein the physician attempted to reposition the lead but the helix could not be re-extended. The lead was removed and tested in the sterile field requiring approximately 40 turns to extend the helix. A new lead was then implanted. No adverse patient effects were reported.